Event description:
T was reported that the patient was admitted for emergency device change due to loss of capture with torsade (ventricular tachycardia). The device was at elective replacement indicator (eri). At the prior check one month earlier the battery voltage was acceptable. It was also reported that the time between eri and end of life (eol) was less than ninety days. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.